Manufacturer narrative:
Both bottle side (upper) and patient side (lower) pressure sensor failure were confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottle side and patient side pressure sensor due to check IV alarm. Replaced membrane frame and left/ right iui's(inter-unit-interface). Testing of the returned alaris¿ pump model 8100 confirmed that pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Based on the findings, service determined that the reported issue was due to electrical failure of the pressure sensor. Device history record. A review of the device history record showed the device had a manufacture date of 15sep2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.